Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis lucera elite gastrointestinal videoscope relayed an image to the monitor, but it was noisy. The device was returned to olympus medical for evaluation. During examination, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The reported issue was confirmed; the device relayed a noisy image due to damage to the scope connector. When the foreign material was identified, the customer was contacted about reprocessing at their facility. According to the customer, the device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. Examination of the device showed the following issues: the connector cover showed a burn; the adhesive around the light guide lens was cloudy and the light guide lens was cracked; the adhesive around the objective was cloudy and peeling; the universal cord protector was scratched; the universal cord was wrinkled; switch button 4 was worn; switch buttons 2 and 5 were scratched; the air/water tube had peeling paint; the scope tube had peeling paint; the indicator on the scope connector was peeling; the bending section cover adhesive was cracked and chipped; and the connecting tube was scratched and wrinkled. Functional testing showed the following: the bending angle in the up direction did not meet with specifications and the up/down knob had excess play. Both conditions were caused by a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.